Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second and third proglide devices were attempted with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. There was a reported five minute delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency. The additional two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.